Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar fusion (l2/3) and transforaminal lumbar interbody fusion(l3/4/5/s). During surgery, while implantation, the screw penetrated to medial side of left s1 pedicle and touched the nerve root. Reportedly, the pedicle medial of cortical bone was broken by the insertion of the screw. Post-operatively, the patient suffered with left leg pain. As a result, patient underwent revision surgery, in which, the surgeon changed the insertion point to the lateral and inserted the screw again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.